Event description:
It was reported the pt had intermittent stimulation, primarily occurring at the mall. Upon exiting her car, the pt noted the stimulation had turned on and she felt a surging sensation. Emi interference was suspected. All impedance readings were within normal ranges. The pt additionally reported that besides the reported event, the stimulation is fine. The pt will monitor future similar events to assist with troubleshooting. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.